Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. According to the complainant, the device has been disposed and is not available for return; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was used during a robotic hysterectomy with vaginal sling procedure on (B)(6) 2016. According to the complainant, during the procedure, the physician had difficulty advancing the delivery device through the muscle. The procedure was completed with another obtryx ii system. There were no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.